Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01aug2023. H6: investigation summary. One loose sample was provided to our quality team for investigation. A visual inspection was performed, and the several specks of brown embedded foreign matter were observed approximately halfway up the neck of the barrel in the print area. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action determination could not be performed.

Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: during use, product was found to have discolored material on barrel of syringe, at first mistaken for contaminant/particular inside of barrel/solution, but upon disassembly the material of the barrel itself presents with dark brown spots/flecks.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ slip-tip disposable tuberculin syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: during use, product was found to have discolored material on barrel of syringe, at first mistaken for contaminant/particular inside of barrel/solution, but upon disassembly the material of the barrel itself presents with dark brown spots/flecks.